Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead insulation anomaly was observed on rv lead. Upon fluoroscopy imaging externalized conductors was observed distal to the supraventricular coil lead. Lead parameters were normal. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable throughout the procedure.